Event description:
The hcp reported the patient was experiencing no pain relief. At explant, it was noted there was a droplet from the explanted pump and there was good cerebrospinal flow from the catheter. The pump and catheter were explanted and replaced. Patient's pump contained dilaudid and marcaine. The patient is doing well with the new device with no further complaints.

Manufacturer narrative:
H6 - final device analysis results reveal no anomaly found - normal device function.